Event description:
It was reported that the site exchanged and replaced one battery ((B)(4)) due to critical battery alarm with a fully charged battery level. The battery was exchanged. Eighteen days later the patient returned with report that three other batteries were also jumping from port to port at a different level of charge with alarm. It occurred over a 16 day period of time. The vad coordinator reported that a fully loaded battery was alarming and "goes from four (4) green dots to three (3) and jumps over to the other battery and then back again and is showing four (4) dots again". The patient tagged all batteries. The batteries were all replaced and the issue resolved. There was no effect on the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Information regarding the reported events was received by the manufacturer in one report with a critical battery alarm on (B)(6) 2014 and the other three battery issues occurring between (B)(6) 2014. Preliminary review of the logs identified switching events involving the reported batteries from both controller ports. It was indicated that the batteries will be returned; however, they have not been received for analysis. Product has not been returned.

Manufacturer narrative:
The batteries were received by heartware on (B)(4) 2015. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.